Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the receiver had no audio output. Date of issue is an approximation. The patient¿s diabetes specialist reported that the device failed to alert the patient to a high glucose level; her high threshold was set at 200 mg/dl and was not silenced. The patient went into diabetic ketoacidosis (dka) and was admitted to the hospital in the intensive care unit (ICU). No specific symptoms or treatment details were provided. Although, multiple attempts were made to follow up with the reporter, no additional information could be obtained. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.